Manufacturer narrative:
G4:22jul2020 b4:(B)(6) 2020 h6: patient code updated: additional information was received indicating that the high peak inspiratory pressure (pip) alarm and fluctuating tidal volume were originally identified during patient use. The patient was moved to a different unit, however, there was no patient harm or medical intervention reported as a result of this event. The customer was unable to provide the patient's information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16apr2020 b4:(B)(6)2020. The customer reported that after installing a new air/exhalation flow sensor, the unit produced an error code that indicated that the air flow sensor cable was misconnected to the oxygen connector on the sensor printed circuit board (pcb). Technical support advised the customer that the pcb assembly should not have been removed from the exhalation flow sensor tube during replacement, which was the cause of the new error code, and advised to replace the air/exhalation flow sensor once again. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15may2020. B4: 19may2020. The customer reported that correcting the connections and locations for the flow sensors resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06mar2020.

Event description:
The customer reported an extended self-test failure and suspected the occurrence of the diagnostic code related to air flow out of range. There was no patient involvement. Technical support provided remote assistance to the customer. The customer could not duplicate the air flow out of range error and reported that upon testing, the unit began to annunciated a high pressure alarm and the tidal volume was drifting out of specification. Technical support advised to replace the air/exhalation flow sensor.

Manufacturer narrative:
G4: 23apr2020. B4: 07may2020. The customer provided additional details about the additional failure that occurred after the air/exhalation flow sensor was replaced. The customer reported the unit became inoperable when the diagnostic code that indicated that the air flow sensor cable was misconnected to the oxygen connector on the sensor printed circuit board (pcb) occurred. The customer also noted that the unit was cycling three times then going inoperable with an error related to power on self-test (post) timer/24 volt failure. Technical support continued troubleshooting and determined that the customer placed the exhalation flow sensor in the oxygen flow sensor position and that none of the flow sensor connections were connected to the correct spot on the sensor pcb. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.